Manufacturer narrative:
H10: a good faith effort (gfe) response from the bench service engineer (bse) confirmed that the device use at the time of the event is unknown. On 22aug2023, the bse replaced the power supply and tested the ventilator to verify it operated correctly. Following the testing and verification procedure, the devices factory settings were restored, and it was certified that the device was restored to the conditions prior to failure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was broken. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer sent the device into the bench repair center. On (B)(6) 2023, the bench service engineer (bse) evaluated the device and confirmed that it did not turn on. The bse believed this is due to a power supply issue as the device operated correctly when connected to another source of power. This investigation is ongoing.